Manufacturer narrative:
This report is submitted on january 26, 2023.

Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site (specific date not reported). Subsequently, the patient was treated with topical antibiotics (specific date and duration not reported) and topical steroids (specific date and duration not reported). The patient also underwent a skin revision via silver nitrate cauterization in order to remove excess skin (specific date not reported). However, the issue did not resolve. Following that, the patient was placed under general anesthesia on (B)(6) 2016, in order to remove the abutment.